Event description:
Procedure type: sigmoid resection. According to the reporter: the stapler was fired to transect the distal colon and there were no staples present. After firing and transecting the colon along the instrument edge, the doctor removed the stapler. The colon was open and no applied staples were visible. The doctor opened a different stapler, fired the stapler, transected the colon and a good staple line was present.

Manufacturer narrative:
(B)(4).